Event description:
The plaintiff's attorney alleged that the decedent experienced heart failure on or about (B)(6) 2008 and subsequently expired which is alleged to have been caused by the naturalyte and/or granuflo administered to the plaintiff for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.